Manufacturer narrative:
H6: evaluation conclusion code corrected from known inherent risk of device to unintended use error caused or contributed to event. Media review: media was made available and reviewed by a member of boston scientific medical safety: two movie files of implant transesophageal echocardiogram (tee) were reviewed. The first shows the access system deep seated in laa with complex hypermobile echo density adherent to the access system after reportedly delayed heparin administration. The second is reportedly post aspiration and access system removal with no residual thrombus visible in the la/laa.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Some confusion occurred and the heparin was not administered at the correct time. It was administered four minutes after the watchman access system crossed the septum. As the 21mm watchman laa closure device and delivery system was advanced into the access system, a clot was noticed coming out of the proximal portion of the access system. The closure device was never deployed. The delivery system was removed and the physician aspirated the clot from the access system with a 60cc syringe. The clot was aspirated successfully. The access system was removed from the body. Anesthesia and the physician performed a neurological assessment on the patient after she was awake and she was noted to be fine.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Some confusion occurred and the heparin was not administered at the correct time. It was administered four minutes after the watchman access system crossed the septum. As the 21mm watchman laa closure device and delivery system was advanced into the access system, a clot was noticed coming out of the proximal portion of the access system. The closure device was never deployed. The delivery system was removed and the physician aspirated the clot from the access system with a 60cc syringe. The clot was aspirated successfully. The access system was removed from the body. Anesthesia and the physician performed a neurological assessment on the patient after she was awake and she was noted to be fine.